Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® sf nav bi-directional catheter and the patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. The patient¿s blood pressure decreased just before ablation. The thermocool was introduced on patient at the time of hypotension. Because the patient was a child, the chest was immediately opened and treated. At that time, it was found to be tamponade on the unknown diagnostic catheter; not an ablation catheter. The physician commented that since it is a diagnostic catheter, there is no relationship with the product. The physician¿s opinion on the cause of this adverse was not related with the product. The patient outcome of the adverse event was). The patient required extended hospitalization because of the adverse event and follow-up was required in the cardiac care unit (ccu) due to the outcome of the adverse event. A transseptal puncture was performed with a non-j&j product (specific product details not provided). The event occurred pre-ablation., however this event will be conservatively reported against the bwi ablation catheter since it was in the patient prior to the cardiac tamponade.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).